Event description:
It was reported that the patient with this right ventricular (rv) lead was dislodged and was difficult to positioned. A chest x-ray was performed, and showed that the lead position changed due to lack of slack. The physician feared that the lead could dislodge, subsequently a surgical intervention was performed to adjust the slack in the lead. This rv lead was repositioned and remains in service. No additional adverse effects were reported.